Manufacturer narrative:
Additional information was received that the physician does not believed that tremors were related to the procedure.

Event description:
A report was received that following a revision procedure (3006630150-2016-00514), the patient had developed tremors in her neck, arms, and legs which would get worse when the device was on and could take up to an hour for the tremors to stop once device was turned off. The patient was hospitalized and was prescribed pain medication. The tremors reportedly went away. The physician did not believe that the patient's tremors were device related. No further course of action at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that following a revision procedure (3006630150-2016-00514), the patient had developed tremors in her neck, arms, and legs which would get worse when the device was on and could take up to an hour for the tremors to stop once device was turned off. The patient was hospitalized and was prescribed pain medication. The tremors reportedly went away. The physician did not believe that the patient's tremors were device related. No further course of action at this time.